Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), implantable pulse generator, 2013 (B)(6); (B)(4), implantable pacing lead, 2013 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead "dropped out of ra position." A procedure was done to revise the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.